Event description:
It was reported that the device (1) tsb45 was used during laparoscopic gastric bypass. It was reported by the rep stapler locked out when doctor attempted to fire it for the 2nd time on the small bowel. New stapler was opened to complete the case. There was no consequence to the patient.